Manufacturer narrative:
Correction, h4: device manufacture date: 10/28/22 to 11/04/22. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r the reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe abdominal pain and vomiting. The patient reported the cause of the peritonitis was from after use with a minicap; however, the patient did not notice any physical defect with the minicap used; therefore, the cause is unknown. The patient presented to the pd clinic and was given unspecified medication for the event. The following day the patient presented to the hospital and was admitted and treated with unspecified antibiotics. The patient was discharged six days after admission. The patient was readmitted seven days after discharge of the first hospitalization. A ¿few days later¿ the pd catheter was removed, and the patient was transferred to hemodialysis therapy. At the time of this report the patient was recovering from the event.

Manufacturer narrative:
Correction/removal report number: 1019003-02/01/2023-001-r. Should additional relevant information become available, a supplemental report will be submitted.